Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the tissue pad damaged, melted not all present and a portion was not returned. The device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and the closure indicator was missing, it reindeer not making contact with the moving trigger, resulting in no audible feedback sound. However, this did not affect the functionality of the device. No conclusion could be reached as to what caused this issue. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lap intersphincteric resection, the tissue pad was cracked after about two hours had passed. No error was displayed. No pieces were left in the patient. Another device was used to complete the case. Gen11 was used. There were no adverse consequences to the patient.